Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05817. It was reported that patient presented to hospital with endocarditis on (B)(6) 2020. Physician stated there was vegetation on the mitral valve. Entire implantable cardioverter defibrillator (ICD) system, including right ventricular (rv) lead was removed on the same day (B)(6) 2020. Patient was also treated with antibiotics. ICD and rv lead were taken for culture analysis by the healthcare provider's pathology department. Patient condition was stable after the procedure.